Manufacturer narrative:
(B)(4). The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the clot found on the device during the procedure, which has the potential to cause or contribute to patient injury. It was reported that the mitraclip dilator and steerable guide catheter (sgc) were placed; however, activated clotting time (act) level was suboptimal, less than 250. A clot was noted to be hanging from the end of the sgc. The sgc was removed from the patient anatomy without issue and the clot was still attached to the end of the sgc. Unsuccessful attempts were made to flush the sgc, so the physician decided to use a new sgc for the procedure. Act was optimized and the new sgc was advanced and used for the procedure without issue. Two clips were implanted and mitral regurgitation (mr) was reduced to 1. There was no impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to procedural conditions due to the suboptimal act level during the beginning of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.